Event description:
It was reported that the communicator was showing red light to three yellow collecting wave and was showing two yellow sending waves. The patient had stated about not feeling well early morning. The company representative had informed the patient to perform troubleshooting for patient initiated interrogation (pii) steps. The company representative advised the patient to visit hospital and we be checking on communicator when the patient return home. No adverse patient effects were reported. This pacemaker remains in service.